Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2010, 04/12/2010, 04/13/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. Medical records were received on 04/08/2010. (B)(4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the patient reported difficulty reading without glasses eight days postoperatively. The patient had requested monovision. The surgeon reported in the medical records "patient less myopic than she had hoped to be in left eye". The surgeon reported that once the refraction was stable, they would consider the options. According to the medical records, the patient had a history of osteoporosis, osteoarthritis, hypertension and hypercholesterolemia (pre-existing). The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is thirty of thirty nine. This is a bilateral event and this report is for the left eye.